Event description:
A malfunction alarm labeled as "malf 0" was reported, but there was no adverse impact on the customer¿s blood glucose level, which remained below 500 mg/dl (27.7 mmol/l). Customer support provided information on how to reset the pump and assisted the customer with the reset process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any recurring malfunctions. The customer understood the instructions and was advised to contact them if the issue arose again